Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for an error, which was not resolved despite several battery changes. The blood glucose reading was 194 mg/dl. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display anomaly due to corroded electronic assembly. The motor assembly found with traces of corrosion. We were unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump error 53, pump error 68 or pump error 40 due to blank display. The insulin pump was received with cracked case on the back at the battery tube area and battery tube threads. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratches on lcd window, case and keypad overlay.